Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged flex circuit sensor was found. The flex circuit sensor was replaced to fix the issue.

Event description:
It was reported that the device keeps showing cassette not locked when it is locked. The results of the investigation found that the flex circuit sensor was damaged. There was no patient involvement.